Event description:
I administered two cvs at home covid tests and received positive results. I had no symptoms so got a pcr test at urgent care. It came back negative so I was told the rapid home tests were false positives. Covid testing for appointment. Patient code: 4582. Device code: 1227. Reference report: mw5171684.